Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 19-dec-2021 to 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly began to update, even though the device is already set to do only the manual update. A technical support specialist was unable to confirm the issue as the customer was non-responsive to attempts to follow up for more information.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly began to install an operating system update in the middle of a procedure. The customer reported that the machine became unusable for approximately 45 minutes. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly began to install an operating system update in the middle of a procedure. Customer reported that the machine became unusable for 45 minutes, approximately. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was suspected that a communication error could have caused the operating system update to install unexpectedly. The support specialist that evaluated the device was unable to find any error. The system was functional as intended.